Event description:
Since mesh implantation my abdomen has been consistently swollen, red, painful to touch. I cannot bend over, wear anything that is similar tight on my abdomen. I have developed brain fog, dizziness, memory problems, worsening joint pain.